Event description:
Event description guidant received information that the patient's pacemaker has a stored electrogram indicating an episode of false ventricular tachycardia due to noise. The episode was recorded while the patient was having eye surgery. This device is attached to a unipass lead that has unipolar pacing and sensing in the ventricle.